Event description:
It was reported that during a laparoscopic sigma procedure, device could not be opened correctly. No further information is available. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Closure trigger top. Evaluation summary: the analysis found that the (B)(4) device was received with a trocar on the device and with a (B)(4) cartridge reload present. The cartridge was received fully fired. Upon further inspection the joint cover was noted to be torn; there is no evidence that there is any portion of the joint cover missing. The device was tested for functionality in the straight and articulated positions with a test cartridge reload and achieved its complete firing sequence. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However the firing trigger was not working properly on each stroke as the pawl was not engaging with the drive bar at repeated attempts. The device was disassembled to verify the internal components and wear was found on the right side of the closure trigger due to the clamp first lockout pin on the geared trigger plate. One possible scenario for the described event is due to pulling the closure trigger open in an attempt to open the device. This can then result in damage to the closure trigger top component if the applied load is high enough. Once the closure trigger top component is damaged, then any additional actuation of the firing trigger can cause it to catch on the now broken or bent closure trigger top component. This in turn can then result in the red switch being locked out if the firing trigger is not in its full open position. The device opened and closed without difficulties. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications.